Manufacturer narrative:
(B)(4).

Event description:
Received information when the ins was turned on it was working intermittently. Longevity calculation was done to estimate ins battery life. A 4.1v/300pw/40hz. One anode and one cathode. Impedances were >4000 ohms on some of the bipolar pairs. Medtronic technical services recommended increasing the default test values and rerunning the test and also to retest at a higher setting. Current battery measurement at 2.56v. Suggested they run stimulation for 15 minutes and re-test ins battery. Additional information has been requested and if received a follow up report will be sent.